Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was capped. No further information is available.

Event description:
It was reported that noise was observed. Lead to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.